Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on 23-jun-2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported that both of their pumps had intermittent connectivity with their respective remote's, and troubleshooting was unsuccessful. Replacement systems were sent. No interruption in therapy or adverse side effects were reported. Logs from remote (B)(6) (paired with pump (B)(6) show that no communication attention alarms were generated between 13 and 2 days before the date of the complaint. Logs from remote (B)(6) (paired with pump (B)(6) show that no communication attention alarms were generated between 21 and 13 days before the date of the complaint. Both logs show that the pump and remote were intermittently connected within that time frame. During investigation, a test delivery was performed with no alarms on either system for communication issues. The pumps and remote's were tested and all devices measured within specification for rf power. The pumps and remote's were disassembled for further investigation and evidence of fluid ingress was found which is attributed to causing the reported communication issues between the remote's and the pumps in both systems. Both systems functioned within specification as they alarmed accurately and entered a failsafe condition. The cause of the fluid ingress could not be determined.